Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. In addition, it was reported the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer changed the infusion set to address bg level, and reverted to an alternate pump for continued insulin therapy.